Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said the cause of the lack of communication was not determined. The patient said the rep had them do some steps to reset the unit and then it counted down for an hour while charging. It failed to recharge the device though. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to connect their implantable neurostimulator recharger (insr) to their implantable neurostimulator (ins) and she had not charged her ins for ¿a long time¿ because she has not needed it. The patient mentioned that she repositioned and turned the dial, but the insr still couldn't find the ins. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss the possible over-discharge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. On 2019-jun-12 additional information was received from a healthcare professional via manufacturer representative. It was reported that battery was in over-discharge. The cause was non-compliant charging of the ipg. Device was interrogated with 8840 with no response. Tried to jump-start and would not take charge. The device will be replaced in the future. The surgery was planned but not scheduled. No symptoms were reported, patient's weight was asked but unknown, hcp had no further information and no further complications were reported/anticipated.

Manufacturer narrative:
Based on additional review of the file, the correct aware date should be 2019-jun-12 and not 2019-may-09 as previously reported. If information is provided in the future, a supplemental report will be issued.